Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to touch when it plugged into a power source cable. Pump was unplugged and upon plugging back into the cable, pump charged to 100% successfully without any temperature changes. Customer's blood glucose was 189 mg/dl.